Manufacturer narrative:
On 30-aug-2023, the product investigation updated the manufacturing record evaluation to include the manufacture and expiration dates. The fields were updated: field manufacturing date: 14-mar-2023 field expiration date: 13-mar-2026 if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on november 23, 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation, it was determined that this was an isolated case. An internal action was opened to address this issue. E1 initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31013627l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot-micro, uni-directional, d-f curve, c3, split handle. The patient suffered cerebrovascular accident. It was reported that the patient suffered from a stroke. It was discovered after the procedure. It is the second time that it happens in two weeks. The last time was on the (B)(6). This report is for a stroke on (B)(6) 2023. Physician does not have an opinion on the cause of this adverse event. The patient had a stroke post operation but they do not know if he recovered. Patient required extended hospitalization because of the adverse event because he had a stroke. Generator information is a ngensn : (B)(6). They confirmed that the adverse event they reported happened on the (B)(6) . A colleague covered a procedure on the (B)(6) that also led to the patient having a stroke. (The stroke event from (B)(6) has already been reported to the FDA). Additional information- there was no char, or any type of coagulum noted on the pentaray catheter. The pentaray mapping catheter was used simultaneously with the ablation catheter. The pentaray was in the pulmonary veins when the physician was ablating around them. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.